Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the cause for the reported event can be attributed to the following: the distal end was deformed, and the a rubber slipped to the distal end side. On the basis of the information that the distal end was deformed, it was assumed that impact of hitting or dropping was applied to the distal end from the outside, and then, it resulted in deformation of the distal end and slipping of the a rubber. The following description is included in IFU to warn the user about applying impact to the distal end. It was assumed that user¿s handling deviated from IFU. Important information - please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined. The instruction manual provides the users several warnings to ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged.¿

Event description:
The service center was informed that during reprocessing the scope¿s bending section rubber was noted to be deformed and slipping over the distal tip. There was no patient involvement.